Event description:
It was reported that a cadd-prizm® vip pump exhibited a constant two tone alarm and would not power up. No injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. There was no evidence of the reported issue in the event history log. The reported issue was verified. The pump was alarming once powered on. The software was replaced and the issue was resolved.

Manufacturer narrative:
Additional information: patient identifier, date of event, event problem and evaluation codes. Additional information was received providing the event date and indicating there was no patient involvement.